Event description:
It was reported by repair work order that the ground path was compromised due to the ground pin missing on the power cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.